Manufacturer narrative:
The investigation for the reported purge leak has been completed. Pump was returned for evaluation. Upon visual inspection, no abnormalities were noted. Pump was purged for approximately 10 minutes and no leaks were observed. Additionally, purge flow and pressure were within a normal range throughout purging. Data logs were reviewed and no changes in purge pressure and purge flow were noted at all throughout support. Clinical details noted that there was no increase in purge flow rate or decrease in purge pressure when leak was observed. No problem was found with the pump during the case. The pump functioned to specification in the field and in the lab. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk cpi states the following: section: cleaning. ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ added- d9 device return date f6/f8 should have been left blank in the initial report.

Event description:
The user facility reported an 80-year-old female patient was implanted with an impella cp device for mechanical circulatory support. It was reported that on day 2 of support there was a purge leak from the sidearm. There was no lasting harm or injury and to date the pump has not yet been explanted or replaced.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.